Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The patient was placed on home hospice care approximately 2 weeks prior to event of death and died at home. The death certificate indicated that the cause of death was renal failure and myocardial infarction. Apd therapy was ongoing up until the night before death. The patient was not connected to the cycler or performing peritoneal dialysis therapy at the time of the myocardial infarction or death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The cycler remote toolbox was used to analyze the device pneumatic system and it revealed no leaks and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.